Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was prescribed locoid cream by doctor after experiencing skin irritation at the site where the pod was being worn. It was reported that the patient experienced an allergic reaction to the pod after being worn. No other information was provided on this event.